Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
During clinical review of complaint event, the evaluation identified an adverse event occurring during the initial implant of the afx devices. Medical records and images identified at implant on (B)(6) 2012, bilateral common femoral artery endarterectomies and patch angioplasties were completed. Additionally there was a dissection of the right common iliac artery. On post-operative day one ((B)(6) 2012), due to swelling of the muscle a fascial release and wound dehiscence with skin necrosis requiring a surgical debridement occurred.

Manufacturer narrative:
Based on the information available the root cause of the reported event is unknown. Devices remain implanted in the patient and were not returned, therefore no physical evaluation was completed. Clinical review found evidence to reasonably suggest the following event: manipulation of devices (endologix and non-endologix) throughout the procedure, which may have contributed to the bilateral femoral artery dissections and trauma and thigh muscle edema.